Event description:
It was reported that the pump's usb port was bent resulting in difficulties charging the pump. The customer's blood glucose level was 151 mg/dl. Reportedly, the customer continued to use the pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.